Event description:
It was reported that a user of the ilet experienced hypoglycemia after lunch, with a lowest reported glucose of 63 mg/dl, which was treated with 3¿4 glucose tablets and subsequently recovered to approximately 123¿124 mg/dl as verified by fingerstick without calibration. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution of the event with oral glucose. Investigation included user counseling and review of recent dosing behavior, including acknowledgement that the system¿s meal-based insulin dosing had decreased over the past week and would continue to adjust based on the low. Investigation of this case revealed no device malfunction, with potential contributing factors including pre-lunch physical activity and meal announcement¿driven adaptive insulin adjustments. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.